Manufacturer narrative:
Additional information provided: d.11 the report of an over infusion of insulin was not confirmed. The report of air observed with no apparent alarm was also not confirmed. Physical inspection of the device noted the male and female iui connectorsin fair condition. The male connector was found with some smashed isolating ribs. Both connectors were found with dull gold plated contacts. No other issues were observed. Log analysis showed that on (B)(6) 2020 at 10:34 pm, a remote IV request was received for the drug insulin as drug ID=217 with a concentration of 100 unit/100 ml. The infusion programmed was started at 10:34 pm to infuse at a rate of 6.7 ml/hr with a vtbi of 100 ml. At 10:34 pm the vtbi was changed to 6.7 ml and the infusion program was restarted. At 11:34 pm the infusion program was paused and then restarted approximately 2 minutes later. At 11:39 pm the dose was changed to 8.8 units/hr and the vtbi was changed to 8.8 ml and the infusion started. At 11:45 pm the pump module was paused and then restarted about a minute later. On (B)(6)2020 at 12:40 am the infusion program ended in infusion complete-kvo, on schedule. At 12:45 am the dose was changed to 8.8 units/hr and the vtbi was changed to 8.6 ml and the infusion started. At 12:50 am an air-in-line alarm occurred and the infusion program was restarted approximately 45 seconds later. At 12:51 am the pump module was paused and then restarted about 7 minutes and 30 seconds later. At 12:59 am the pump module was powered off. The calculated volume infused for the insulin infusion program was 17.375 ml. Review of the logs could not confirm any additional insulin infusions on the day of the reported event. Rate accuracy testing found the device operating within specification. The root cause of the reported over infusion of insulin was not determined. The root cause of the air reportedly being observed with no apparent alarm was not determined. During the insulin infusion the device alarmed for air-in-line as intended. Device history review: review of the pump module service history record showed that the device was manufactured on (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date ((B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the device over infused. During a patient infusion of insulin, the bag emptied within 15 minutes of the start of the infusion. There was no patient harm. Customer advocacy received a copy of the customer's medwatch which states, "infusion pump unexpectedly infused approximately 80 milliliters of solution over a six to eight minute period, despite being programmed to administer over approximately eight to ten hours. Nursing alerted to pump issue due to pump making a single beep sound. Upon discovery, nursing staff also observed air in the IV tubing, but did not observe any error on the pump or channel indicating this. Pump programming upon initiation was reviewed and determined to be correct."

Manufacturer narrative:
(B)(4). The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Regulatory reference number - no medwatch number was provided.

Event description:
It was reported that the device over infused. During a patient infusion of insulin, the bag emptied within 15 minutes of the start of the infusion. There was no patient harm. Customer advocacy received a copy of the customer's medwatch which states, "infusion pump unexpectedly infused approximately 80 milliliters of solution over a six to eight minute period, despite being programmed to administer over approximately eight to ten hours. Nursing alerted to pump issue due to pump making a single beep sound. Upon discovery, nursing staff also observed air in the IV tubing, but did not observe any error on the pump or channel indicating this. Pump programming upon initiation was reviewed and determined to be correct."

Event description:
It was reported that the device over infused. During a patient infusion of insulin, the bag emptied within 15 minutes of the start of the infusion. There was no patient harm. Customer advocacy received a copy of the customer's medwatch which states, "infusion pump unexpectedly infused approximately 80 milliliters of solution over a six to eight minute period, despite being programmed to administer over approximately eight to ten hours. Nursing alerted to pump issue due to pump making a single beep sound. Upon discovery, nursing staff also observed air in the IV tubing, but did not observe any error on the pump or channel indicating this. Pump programming upon initiation was reviewed and determined to be correct."

Manufacturer narrative:
Correction on follow-up(1): b.1 & h.1. Additional information provided: b.2.